Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. Information was provided that there was a small tear where the continuous curvilinear capsulorhexis (ccc) was performed. Additional information was provided that the tear was small enough to not interfere with the implantation of iol. The sample is not available as it still remains in the patient's eye. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the tear was found in the anterior capsule after insertion of the lens. The tear was small enough to not interfere with the implantation of iol a continuous curvilinear capsulorhexis was performed. The surgery was completed without product replacement. The surgeon did not feel strange during implant. There are two medical device reports associated with this complaint. This report is 1 of 2.